Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump's buttons were sticking together. The customer¿s blood glucose was 89 mg/dl at the time of incident. Customer reported that the time clock was advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.